Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's recharger was not charging. The recharger will not power on and the implanted neurostimulator (ins) battery is empty. Patient rep noticed the desktop charger connector pin is "sloppy". Patient service specialist (pss) reviewed patient will need to use patient programmer to turn therapy back on after recharging ins. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the desktop charger. Patient rep called back saying new desktop charger didn't resolve the issue and the recharger still won't charge and ins battery is dead. Therapy was off. Pss reviewed option of wireless recharger as replacement for recharger, but rep declined saying it would be too difficult for patient to learn new equipment as patient had enough troubles making sure their implant stayed charged with their current equipment. Pss emailed repair to send replacement recharger to patient. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported they attempted to reach the patient to see if the issue was resolved, but they were unsuccessful.